Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: china. The investigation is complete. This is an initial final report submission. The device was returned with the batteries removed from the pack. Functional testing of the returned product found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There was no visible damaged to the battery wiring. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the pulsavac did not work properly. It was not spraying. There was no harm or injury reported as there was no patient involvement. Due diligence is complete and no additional information is available. At device evaluation visual inspection of the interior of the pack found electrolyte leaked inside of the pack. No adverse events were reported as a result of this malfunction.